Event description:
It was rported the distal tip of this catheter detached in the pt's bladder. Retrieval of the detached tip with a bladder evacuator was uneventful. No further details regarding the circumstances surrounding were available from the user facility. The device has not been received for evaluation. Therefore, no failure analysis is available. Without further details and an evaluation of the device, co is unable to determine the cause for this event. This device was received, evaluated and retained by this MFR. The tip was detached and not returned for evaluation. The engineering evaluation revealed good flow at the edges of the circumference of the catheter, however, insufficient melting in the inner portions of the catheter diameter was noted. Co believes this to be an infrequent occurrence.